Manufacturer narrative:
Service was not dispatched to the site for this event. The cause of this event is unknown and could not be determined based on the supplied information. Mdrs associated with this event: 2122870-2012-01422, 2122870-2012-01454.

Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system and an access 2 immunoassay system for one patient's samples. This report represents the elevated initial accutni result, above the acute myocardial infarction (ami) threshold, generated from the unicel dxc 600i synchron access clinical system for one patient sample. Beckman coulter inc. Assessment of customer supplied patient data revealed that ultimately repeat testing of the sample on another instrument generated a lower accutni results within the normal reference range of the assay. Additionally, upon redraw and retest of a second sample on the original, as well as an alternate instrument, the accutni follow-up results were lower, within the normal reference range of the assay and regarded as valid. One of these follow-up results was reported outside of the laboratory. The initial, elevated accutni result was not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied assay/instrument performance data indicated that a system check and calibration performed during the timeframe of this event "passed" well within the customer's specifications. The initial sample was a short draw sample collected in a greiner tube with gel separator. It was centrifuged at room temperature prior to testing. The second sample was collected in a greiner tube with gel separator, was centrifuged at room temperature prior to testing, and appeared to be slightly hemolyzed. The reagent lot and calibrator lot associated with this event was 122054 and 116461 respectively. There were no issues with other patient samples.